Event description:
It was reported that the movable bite broke inside the patient. Piece was recovered. There was no delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.